Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on and unknown date. Aneurysm and vessel morphology are unknown. It was reported that the device migrated. It was reported that the patient's anatomy is not suitable for placement of an aortic cuff, therefore, the patient has been scheduled for open surgical aneurysm repair. The patient was reported to be an acceptable surgical candidate.